Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer chose to deliver more insulin than usual and blood glucose level decreased to 64 -58 mg/dl. Customer reported taking glucose tablets. Customer acknowledged low blood glucose was due to delivering more insulin than usual this morning and pump performed as intended.